Event description:
Customer's mother reported via phone call that customer received a button error alarm. It was reported that customer was caught in the rain. Customer's blood glucose was 93 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked.